Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, infection, fatigue, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, infection, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result was not provided. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded into the fallopian tube soft tissue / left and right coils embedded within the fallopian tube and uterine soft tissue"), pelvic pain ("pelvic pain / pain"), salpingitis ("salpingitis") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. 958713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cervical cancer, multiparous, missed abortion, multigravida, cholecystectomy in 2003 and gallbladder removal. Concurrent conditions included body mass index normal, cramp in lower abdomen, foggy feeling in head, breast tenderness, hair loss, mood altered, vasectomy, human papilloma virus test positive and paratubal cyst. On(B)(6)2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In november 2013, the patient experienced post procedural infection ("infections / infection (bladder/ urinary tract/vaginal) (type: 4 infections after essure placement.)"). In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, pelvic pain, salpingitis, post procedural infection, fatigue, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown and the genital haemorrhage, vaginal haemorrhage, migraine, headache, nausea, dyspareunia, vaginal discharge, weight increased and abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, salpingitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for her symptoms. Current weight 138 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on an unknown date: results: result was not provided.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, bleeding, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device, salpingitis. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and mr received: reporters were added. Demographic conditions were added. Lot number was added. Events: abnormal bleeding (general), vaginal bleeding, post procedural infection, migraines, headaches, nausea, dyspareunia, vaginal discharge, fatigue, weight gain, abdominal pain, embedded device, salpingitis, device monitoring procedure not performed were added. Surgeries were added. Event onset date and outcome were updated. Medical history were added. Auto-narrative supplement added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded into the fallopian tube soft tissue / left and right coils embedded within the fallopian tube and uterine soft tissue"), pelvic pain ("pelvic pain / pain"), salpingitis ("salpingitis") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 958713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cervical cancer, multiparous, missed abortion, multigravida, cholecystectomy in 2003 and gallbladder removal. Concurrent conditions included body mass index normal, cramp in lower abdomen, foggy feeling in head, breast tenderness, hair loss, mood altered, vasectomy, human papilloma virus test positive and paratubal cyst. On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6)2013, the patient experienced post procedural infection ("infections / infection (bladder/ urinary tract/vaginal) (type: 4 infections after essure placement.)"). In 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, pelvic pain, salpingitis, post procedural infection, fatigue, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown and the genital haemorrhage, vaginal haemorrhage, migraine, headache, nausea, dyspareunia, vaginal discharge, weight increased and abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, salpingitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for her symptoms. Current weight 138 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on an unknown date: results: result was not provided.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, bleeding, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded into the fallopian tube soft tissue / left and right coils embedded within the fallopian tube and uterine soft tissue'), pelvic pain ('pelvic pain / pain'), salpingitis ('salpingitis') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. 958713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included cholecystectomy in 2003, cervical cancer, multiparous, missed abortion, multigravida and gallbladder removal. Concurrent conditions included body mass index normal, cramp in lower abdomen, foggy feeling in head, breast tenderness, hair loss, mood altered, vasectomy, human papilloma virus test positive and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 24 days after insertion of essure. On (B)(6) 2013, the patient experienced migraine ("migraines/ headaches") and nausea ("nausea"). On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headaches"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced post procedural infection ("infections / infection (bladder/ urinary tract/vaginal) (type: 4 infections after essure placement.)") And vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, salpingitis, post procedural infection, fatigue, dysmenorrhoea, menorrhagia, anxiety, depression and vaginal infection outcome was unknown and the genital haemorrhage, vaginal haemorrhage, migraine, headache, nausea, dyspareunia, vaginal discharge, weight increased and abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post procedural infection, salpingitis, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for her symptoms. Current weight 138 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on an unknown date: results: result was not provided.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, bleeding, menorrhagia. Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new events added: vaginal infection. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.